Manufacturer narrative:
Returned for evaluation was one (1) 14cm solero probe. As received, the ceramic tip was fractured and detached. The ceramic tip of the device was broken off and approximately 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside of the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The complaint is confirmed. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A patient presented for a percutaneous liver ablation. The unit was turned on and the self test was completed with no issues. N the first approach, the interventional radiologist inserted the applicator into the tumor and requested the first protocol of 140w/1minute. Cycle performed light on screen active. After the programmed time had elapsed, a short and then a long sound warning was triggered, alerting the end of the procedure, indicating on the panel an alert with the following message: ablation completed with the verification mark, and it was verified. When removing the applicator in a delicate way, no sudden movement, which was observed by the specialist, it was observed that the applicator was missing the tip of the needle (white part). The physician subsequently performed an abdominal tomographic image to assess whether the needle had remained inside the patient, in which it was evidence that the white tip of the needle was retained inside the liver. Due to the operational failure of the applicator, it was necessary to open a new applicator of the same batch in which the necessary approaches were made for the successful treatment, with the exception that during the treatment it was observed by the doctor and by the reporter, that there was saline leakage in the white part of the device where it contains the solero brand [handle].